Event description:
According to the event description: on (B)(6) 2026, at approximately 3:00 am, an infusion pump alarm indicated a keep vein open (kvo) status for a patient receiving IV hartmann's solution. The infusion was set to deliver 500 ml at a rate of 83.33 ml/hr. Upon responding to the alarm, rn observed a discrepancy between the volume displayed on the infusion pump and the estimated volume remaining in the IV bag. Visual inspection of the IV bag suggested approximately 100ml of solution remained, which was inconsistent with the pump's indication of kvo status.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial no. (B)(6). The uploaded history files were analyzed. On (B)(6) 2026, the infusion started with a flow rate of 83.33 ml/h at 09:01pm. The pump was in an ongoing therapy and in total 1500.89 ml were infused. At 02:56am the vtbi near end alarm occurred. The alarm was muted. At 03:01 the vtbi therapy was finished (500 ml) and the kvo mode was active. At 03:18am the therapy stopped by user. The history file did not reveal an user error (programming error of the vtbi therapy). The pump was requested for investigation in (B)(6), but the hospital did want to send the sample for a complete investigation process. Thus, no further investigation could be carried out. The defect could not be confirmed during the history analysis. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.